Event description:
A healthcare provider (hcp) reported that a patient's stimulation would turn on and off when they went to different areas of a hospital. It was indicated that the patient was a nurse that did venipuncture all over the hospital. It was noted that the patient was careful about going on the cardiac telemetry floors, as they thought that caused the stimulation to turn on and off. The hcp was doing programming on the patient and shut off the magnet switch. This resolved the issue. The hcp was fairly certain that the patient had gotten a newer device since as this issue occurred a while ago.